Event description:
It was reported that the patient was experiencing inadequate stimulation. It was noted that the leads have abnormal impedances on all contacts. The patient underwent a spinal cord stimulation (scs) system replacement procedure. The patient was doing well postoperatively, and all explanted devices were not returned.

Manufacturer narrative:
Block b3: exact date unknown, event occurred several days from the date manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2317500. Model: sc-2317-50. Serial: (B)(6)/(B)(6). Batch: 5096101/5096264.